Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm large hem-o-lok clip applier instrument for failure analysis investigation. The instrument was analyzed and was found to have a loose grip cable at the yaw pulley. The instrument failed the intuitive imprecise motion test. A clip test was not performed and could not be completed due to imprecise motion. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 8mm large hem-o-lok clip applier instrument froze while clipping. The customer used an instrument release key to release the applier. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.